Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center reporting air in the patient line during a low drain volume alarm on the home choice (hc) during the initial drain. The home patient (hp) checked the patient line for kinks, closed clamps and fibrin. The hp closed and opened the transfer set several times. The patient line appears to be clear of any obstruction. The hp stated he felt empty. The hp bypassed to fill 1. The hc was in fill 1 and filling at a good rate. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the low drain volume alarm with air in the patient line. The pdn stated she was not made aware of the event and the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with air in the patient line is confirmed because patient reported air in the patient line during initial drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. This issue is being investigated through CAPA.